Event description:
Symptoms resolved about 2 years after injection.

Manufacturer narrative:
Additional information: describe event or problem.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications: juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Other safety data: postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc, juvéderm vollure¿ xc, and juvéderm volbella® xc. At an unspecified time later, patient developed ¿nodules in the lips, around the mouth, cheeks, and tear troughs.¿ symptoms ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-01618 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-01619 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, unk juvederm voluma xc/lido.